Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformance's noted device evaluation:analysis of the returned device identified: creases fold, opening curved, valve crack and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius and crack opening on the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening,a cracked valve seat diaphragm valve. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation.

Event description:
Patient reported the right breast as feeling ¿firm and looks abnormal due to capsular contracture¿. No treatment or surgical reoperation has occurred. Healthcare professional reported deflation. The device has been explanted and replaced.